Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was found to be 'off' during a routine follow-up appointment. The on/off with magnet feature was programmed on. However, the patient is not aware of coming in contact with any magnets. The ICD was removed.